Event description:
Per the operative report- "the phaco tip was then inserted into the anterior chamber and the nucleus divided into 4 quadrants. This was a very hard cataract. A posterior capsular tear was noted after removal of most of the large lens fragments. We injected viscoat to float the small fragments above the pupil and manually removed them after enlarging the corneal wound. No vitreous was noted at the wound. However, we performed anterior vitrectomy."physician also feels that the phaco vacuum was set too high.